Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the event occur during one or multiple patient procedures? =>we were reported that the event occurred during one patient procedure as of now. What is the total number of procedures?=>one. Have any of these events been previously reported to ethicon?=>no . A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Mw # 2210968-2023-02499, mw # 2210968-2023-02500, mw # 2210968-2023-02501, mw # 2210968-2023-02503, mw # 2210968-2023-02505, mw # 2210968-2023-02506, mw # 2210968-2023-02507. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and suture was used. The suture was broken easily during use. No adverse patient consequences were reported. Additional information was requested